Event description:
The customer reported that the collimator coned down and the system displayed a "collimator calibration required" error message. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and the fluoro functions board were replaced. The camera and collimator were calibrated and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.